Event description:
Same case as: 2134265-2010-03920. It was reported that during a carotid artery stenting treatment procedure, patient experienced restlessness and the filter basket tore. The target lesion being treated was located in the internal carotid artery. During the index, a percutaneous transluminal angioplasty was performed. The lesion was treated with a filterwire and the placement of a 10x24mm carotid wallstent. Post procedure percutaneous transluminal angioplasty was performed with a 5x3mm sterling balloon without problem. It was noted that the patient became restless after post dilation with the sterling balloon. The physician tried removing the filterwire and as it retracted into the sheath, it got caught in the distal portion of the carotid wallstent. The filterwire was unable to be removed. The physician exchanged to the bent tip retrieval sheath and filterwire was able to retract. Friction was also noted when the sheath was being removed. A tiny hole was noted in the filter basket after the device removal. No patient complications were noted and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the protection wire was received coiled inside a plastic bag and placed inside the shelf carton. Visual examination of the filter bag revealed, the distal section of the filter was torn, and has a hole in it. The distal tip of the protection wire was wavy and was stretched approximately 4 mm on its proximal portion. The protection wire was bent at approximately 70 cm measured from the proximal end of the protection wire. There was particulate inside of the filter bag, indicating it had been introduced into the anatomy. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient's restlessness was due to transient ischemic attack caused by percutaneous transluminal angioplasty (pta). This event was experienced prior to the balloon removal. The patient was treated with propofol injection.

Manufacturer narrative:
(B)(4).